Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade ii. It was noted that the device is not available for evaluation as it was retained in the hospital's pathology department. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that the femur fractured 7 weeks post hemi arthroplasty.

Event description:
It was reported that the femur fractured 7 weeks post hemi arthroplasty.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an size 9 accolade ii 132 deg was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.